Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: concomitant medical products. Device evaluated by MFR: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part: 03.037.028; lot: 9298607; manufacturing site: haegendorf; release to warehouse date: february 24, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked, therefore no hardness or material review possible. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken. Visual inspection: the cannulated flexible shaft broke at the transition between the most proximal flexible link and the proximal shaft. The device shows minor surface wear which does not impact functionality. The received condition agrees with the complaint condition therefore the complaint is confirmed. Dimensional inspection: the outer diameter of the shaft closest to the break was measured to be 7.99mm which is within specifications of 7.985-8.0mm; measured using caliper ca301. Drawing/specification review: the following drawings, reflecting the current and manufacturing revisions, were reviewed: flexible shaft, top level. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material/hardness review: material review could not be performed as only top level of the device history record was available as sub-components are not lot tracked. Conclusion: the complaint condition was able to be confirmed as the device was found to be broken. Based on the complaint description it is likely that method of use contributed to the device failure. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s ID reported as: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the tip of flexible screwdriver was cracked during a hip surgery. The surgeon inserted the screwdriver through the handle to tighten the screw to the helical blade. The screwdriver got stuck after he successfully tightened the screw and while trying to remove it. Surgeon struggled to remove it as it somehow was caught up on something, surgeon twisted and pulled it hard and heard a snap right before screwdriver was removed. It cracked the flexible part of the screwdriver. There was no surgical delay. Procedure was successfully completed. There was no harm to the patient. Patient outcome is not reported. Concomitant devices reported: screw (part#: unknown, lot#: unknown , quantity: 1), helical blade (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).